Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the touchscreen was unresponsive. The customer attempted to calibrate the touchscreen, but the reported issue was not resolved. The unit was removed from service, and the customer was sent a quote for onsite service. The investigation is ongoing.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. A philips authorized service provider (asp) went onsite and replaced the touchscreen to resolve the reported issue. The philips asp replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.